Event description:
A covidien staple load (ref# sig45ctavm, lot # n9l0694y) was broken inside the sterile package, it loaded onto the stapler correctly but did not adjust/fire, this was discovered before the stapler was inside the patient. A new staple load was obtained and used. FDA safety report ID # (B)(4).